Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10784. It was reported that stent damage occurred. The target lesion was located in the moderately calcified right coronary artery. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, during the procedure, the shaft was broken. The device was removed and a 3.00x38mm promus element ¿ long drug-eluting stent was advanced; however, the proximal edge of the stent was lifted up. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts at the proximal edge and the midsection distorted and lifted distally from the stent profile. The crimped stent outer diameter (od) on the undamaged distal side was ,measured and is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10784. It was reported that stent damage occurred. The target lesion was located in the moderately calcified right coronary artery. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, during the procedure, the shaft was broken. The device was removed and a 3.00x38mm promus element ¿ long drug-eluting stent was advanced; however, the proximal edge of the stent was lifted up. No patient complications were reported and the patient's status was stable.